Manufacturer narrative:
(B)(4). Batch # m92u1j. The device was received with the blade broken off and returned with the device; in addition the blade was discolored (blue) due to heat generated from contact between the blade and the tissue pad. The device was functionally tested with a gen11. During functional testing an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. Probable cause of blade discoloration is applying pressure between the instrument blade and tissue pad without having tissue between them. It is possible that the unexpected noise heard could be either: the blade making contact with metal or plastic while activated, the blade not being properly attached to the hand piece or the solid tone emitted by the generator when the blade becomes damaged. The device was disassembled to inspect the internal components and no anomalies were found. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4); device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch #unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Additional information received: when the error sound was heard, was there any message on the gen11? ---no information. If yes, what was the message? ---no information. Is the broken blade tip being returned with the device? ---no information. Or, was the broken blade tip discarded? ---no information.

Event description:
It was reported that during a lap cholecystectomy, an error sound was heard during use. Then, when the device was removed from the patient and cleaned, the blade was broken off outside the patient. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.